Event description:
It was reported that after the closure of the pocket, the right ventricular (rv) lead dislodged and lost capture as the temporary pacing lead was being removed. The pocket was reopened and the rv lead was repositioned. During the repositioning of the rv lead, the right atrial (ra) lead dislodged. The ra lead was repositioned. Both leads remain active and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.